Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2018-13219. It was reported the patient underwent a permanent drg trial on (B)(6) 2018 where two leads were implanted. Although there were no complications during the procedure, the patient experienced extreme weakness in the leg and upper extremities upon the follow up visit on (B)(6) 2018. The patient was ambulating with a walker and was under the care of a physical therapist. CT scans were performed, and no hematoma was noted. The physician reports the patient is getting better.

Event description:
Device 2 of 2: MFR reference report: 1627487-2018-13219.